Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 11 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost integration. Clinician noted the patient's pain, bone loss and poor bone quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 11 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost integration. Clinician noted the patient's pain, bone loss and poor bone quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. Rp.017206.